Manufacturer narrative:
Investigation was completed. Information provided by the customer was reviewed. The cause of the event is unknown. A review of internal testing was unable to verify the discrepant biases on bun or hct (note that epoc calculates hgb from hct). Review of internal records do not identify any production issues, deviations or other escalations that would be related to the customer¿s reported issue. No systemic product problem identified.

Event description:
The customer reported that they received a discrepant hematocrit on their epoc instrument compared to retesting of a different sample on their laboratory analyzer. Note that epoc calculates hgb from hct. There is no report of injury due to this event.